Event description:
This report summarizes 3 malfunction events, where it was reported the device experienced un-commanded zoom motion. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
It was not originally reported that there was a minor injury. Supplemental to provide that and update codes.

Event description:
This report summarizes 3 malfunction events, where it was reported the device experienced un-commanded zoom motion. There was 1 event with patient involvement; the patient experienced muscle/tendon damage.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 device were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the device experienced un-commanded zoom motion. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
One device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this. 2 devices are pending evaluation.

Event description:
This report summarizes 3 malfunction events, where it was reported the device experienced un-commanded zoom motion. There were 3 events with patient involvement; no adverse consequences were reported.